Event description:
It was reported that after prolapse repair surgery, the pt showed a quick drop of hemoglobin (5 grams). The pt received 2 units of blood and hemorrhagic control protocol were in place with good results. The physician considered that the cause of the localized hematoma was the elevate posterior application. The pt was discharged from the hospital with the follow up by the surgeon.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.